Event description:
It was reported that patient underwent a full system explant due to an infection that was likely seeded from a dental tooth infection. The needle entry point for one of the drg leads was infected. The left leads were removed without incident, but the right lead was scarred or stuck and was unable to be removed. Surgical intervention may be pending to explant the remaining of the lead.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.